Event description:
During ablation procedure, after insertion of the catheter, the curve at the distal end was not within expectation. A new catheter was used. The procedure was completed without further complication.

Manufacturer narrative:
Correction: the date of the alleged symptoms/injury is reportedly (B)(6), 2010, not (B)(6), 2010. With the corrected information, this complaint will remain classified as an adverse event.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of her husband alleging a cocking control issue with a one touch lancing device. The medical surveillance specialist (mss) spoke to the reporter on (B)(6) 2010, and was able to obtain/verify information. The reporter tests the patient's blood glucose twice a day. She tests his before breakfast and 2 hours after dinner. The takes unspecified pills for diabetes. The reporter indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. Due to the alleged issue, the reporter claimed that she was unable to test his blood glucose for 7 days. During that time, the patient reportedly did not modify his medication or diet regimens. On (B)(6) 2010, the reporter claimed that the patient developed low symptoms of shakiness and being imbalanced. The reporter managed to test the patient's blood glucose while he was feeling low and got an unknown meter reading of "less than 70" mg/dl. The reporter treated the patient with orange juice. The treatment helped to relieve his symptoms. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia 7 days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.